Event description:
A report was received from the surveillance unit of medicines and medicinal devices, through the local health authorities of another country that a physician reported a female patient experienced fusarium keratitis while using renu with moistureloc multi-purpose solution. Four cultures were positive for fusarium solani in scraping. The fusarium was resistant to treatment. The patient experienced endophthalmitis, which caused increased intraocular pressure (glaucoma), loss of visual function and possible enucleation. Keratoplasty was performed in 2006 and fusarium did not seem to be present in the cornea any longer. The patient was being followed up on a weekly basis. Prognosis noted that the reserved graft was clear. Additional information was received on 7/11/06 that reported on 05/19/06, after various cornea transplants, the eye had to be removed, due to the opththalmologist's fear that the infection would spread systemically or affect the good eye.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link, but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.